Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia while using the ilet, with a lowest blood glucose of 43 mg/dl, in the context of missed or inconsistent meal announcements and an atypical walk, and the device alerted to the low. Symptoms included signs consistent with low blood glucose. Outcomes included correction with 10 grams of oral carbohydrates without need for outside assistance or medical intervention. Investigation included troubleshooting and education focused on consistent and honest meal announcements, exercise pausing, avoiding overtreatment of lows, and encouragement to contact support during events. Investigation of this case revealed user-related factors associated with missed meal announcements and exercise without appropriate adjustments as contributors to the low glucose event, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error.